Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that at the third fire, use of the gold cartridge and stapling failure with the stomach open and all the staples opened. Another device echelon 60 and cartridge have been used. Despite the placement of a drain, the risk of increased morbidity as well as the increase in the length of hospitalization (72 hours longer than a normal procedure), no problem encountered during the course of hospitalization. To date, the patient has not manifested any complications.

Manufacturer narrative:
(B)(4). Investigation summary the analysis found that one long60a device was returned with no apparent damage and with one ecr60d reload no loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/ thick tissue between the jaws, may result in increased forced to fire or instrument failure. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional information was requested, and the following was obtained: what color cartridges were used throughout creation of sleeve? Another gold cartridges without any issue. Was buttressing material used? No. Approximately how far did the device cut and staple? The device did not cut and staple on all the length of the staple. Did the device deliver staples on one or both sides of the cut line? None staples. Will the device be returned for analysis? Yes. What is the current patient status? Discharge from hospital but not see by the surgeon. Please clarify the issue experienced with device. The event states ¿stapling failure with the stomach open and all the staples opened¿. The additional information states ¿the device did not cut and staple on all the length of the staple¿. Did the stapler cut the stomach but staples did not form properly? The device cut but did not staple.